Manufacturer narrative:
The event date is approximate. Report source: complaint received from (B)(6).

Event description:
The consumer alleged that the metal shaft from their healthywhite power toothbrush fell off during use. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
A1: revised patient identifier from (B)(6) to (B)(6). D4: the product serial number was identified an updated. H4: device manufacture date was identified an updated. Analysis results: the root cause of the customer¿s complaint is a shaft press fit issue.